Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "error 345: thermistor disparity-persistent" was reproduced. A review of the event history log revealed multiple system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the upstream thermistor was out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.